Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that an ilet insulin pump intermittently failed to wake when the top button was pressed and would only respond when placed on the charger; initial troubleshooting with a soft restart and cleaning the button with a lint-free cloth temporarily restored function, but the issue recurred and a replacement device was provided. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no alarms, and continued therapy using the replacement device. Investigation included remote troubleshooting, review of user-provided video evidence, and assessment of device behavior in response to cleaning and restart. Investigation of this device was confirmed and revealed a persistent unresponsive sleep/wake button consistent with a mechanical or tactile switch malfunction in the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.